Event description:
It was reported that the surgeon inserted an aa4203tf silicone toric plate lens and a haptic broke off during insertion. The lens was removed and the reporter discovered the haptic was stuck inside the injector. The incision was not enlarged and no sutures were required. There was no patient injury.